Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed mid left anterior descending artery. A 3.0 x 15 mm nc trek was advanced to the lesion for pre-dilatation and inflated to 16 atmospheres when the balloon ruptured. The device was removed and a new 3.0 x 12 mm nc trek was used for pre-dilatation and a xience prime was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.